Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was prepared on the table without any complication before being inserted into the groin. The sheath was inserted over an exchange wire and into the left atrium. Only the dilator had been inserted into the sheath throughout, and the sheath had not been connected to a flush port of any kind. The physician then aspirated the sheath and noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, but air was drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely cause. The side port was securely closed to prevent air entry. Additional air was drawn into the syringe, but the sheaths air-free status could not be confirmed. However, no air entered the patient. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem as the device is no longer expected to return as it was disposed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was prepared on the table without any complication before being inserted into the groin. The sheath was inserted over an exchange wire and into the left atrium. Only the dilator had been inserted into the sheath throughout, and the sheath had not been connected to a flush port of any kind. The physician then aspirated the sheath and noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, but air was drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely cause. The side port was securely closed to prevent air entry. Additional air was drawn into the syringe, but the sheaths air-free status could not be confirmed. However, no air entered the patient. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is not expected to return as it was disposed.